Event description:
Patient reported "pain and fluid" on right side. Healthcare professional reported capsular contracture baker grade ii on right side. Patient reported concern about "possible lymphoma because prosthesis was included in recall," indicated presence of inflammatory process, and "increased prolactin." The device has been explanted and "possible lymphoma" was ruled out.

Manufacturer narrative:
Corrected data: b.5., b.6., d.7., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "pain and fluid" on right side. The device remains implanted.